Event description:
Per the clinic, the patient experienced sharp ear pain. On (B)(6) 2026; the patient was sedated for the earwax removal and due to the professional's manipulation of the external ear leads to extrusion of the electrode, non-auditory stimulation and open circuits were noted on all electrodes. However, this did not alleviate the problem resulting in a decision to explant the device. The implanted device remains.

Manufacturer narrative:
It was reported that the patient was placed under local anesthesia for the earwax removal. The previous or initial MDR submitted on (B)(6) 2026; was filed inadvertently. No planned explant.